Event description:
It has been reported to philips that the customer was unable to perform cine runs. The device was in clinical use. No harm has been reported to philips philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected a planned treatment was performed when the incident happened. The procedure was completed by moving the patient to another room. The philips field service engineer (fse) analyzed the system onsite and confirmed that the system is saying disk full. After reviewing the log file fse discovered that the image processing pc had not turned on. The cmos battery is changed via fse. After replacing the cmos battery, the system was returned to use in good working order. The codes were updated based on the investigation outcome.